Event description:
The patient reportedly experienced a loss of lock with her internal device. External equipment was exchanged; however, this did not resolve the problem. The patient's internal device was explanted. The patient was reimplanted with another advanced bionics device.